Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. It was further reported that the lesion was severely tortuous and moderately calcified with 70% stenosis. The balloon was inflated twice at 24 atmospheres for 1 minute respectively, however, during second inflation, the balloon ruptured.

Manufacturer narrative:
Device evaluated by MFR: a mustang, 20 atm was returned for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 20 atmospheres for 30 seconds using digital timer: g24609, without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure of 20 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification the rated burst pressure for this device is 20 atmospheres. A visual examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found the shaft of the device have stretching damage at approximately 4mm proximal of the proximal the balloon sleeve. This type of damage is consistent with excessive tensile force being applied to the device. A visual and tactile examination identified no issues with tip of this device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. It was further reported that the lesion was severely tortuous and moderately calcified with 70% stenosis. The balloon was inflated twice at 24 atmospheres for 1 minute respectively, however, during second inflation, the balloon ruptured.